Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in a procedure. According to the complainant, during the procedure there was an electrical current failure. The active cord was changed however, the electrical current issue continued. The procedure was not completed due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Result - no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the distal section was found to be twisted. Visual evaluation of the returned device found that the distal section was twisted. A functional test was performed and the electrical resistance of the device was within specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in a procedure. According to the complainant, during the procedure there was an electrical current failure. The active cord was changed however, the electrical current issue continued. The procedure was not completed due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.